Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause as to why there¿s a crack on the distal end could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found; the adhesive on the bending section cover/distal sheath was cracked, the scope cover was deformed, switch 3 was scratched, the electrical connector was corroded due to water leakages, the ultrasound had a crease, the bending section / distal sheath failed waterproofing due to a cut, the ultrasound echo signal was out of specification due to a broken ultrasound probe and the ultrasound connector was corroded due to water leakages. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited crack on the distal end. There were no reports of patient involvement.